Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patients¿ concern of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the posterior side assessed as unidentified (tear) opening, one opening on the posterior side assessed as surgical damage and delamination on the plug strap side assessed as cohesive failure. (Shell thickness within specification). ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ brown particles observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the patients¿ concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.